Event description:
The customer reported that the housing around the male luer snapped off while infusing tpn via an extension set in the nicu. No pt harm or medical intervention was reported. No add'l info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.